Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed and insulin therapy was successfully resumed. Customer's blood glucose level was in the 300 mg/dl range. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to an alternate method of insulin therapy.